Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s system controller was alarming low battery and replace power alarms only when patient's black lead was on battery and the white cable was attached to the power module. The black cable had become very hot when in use and when manipulated reproduced a low battery/replace power alarm. Log files submitted presumed damage internally to the black cable wires. During the analysis of the log file, low voltages and power cable disconnects observed while attached to batteries and it occurred while on the black lead of the controller. The patient's system controller was exchanged in clinic and no further alarms reported. Related manufacturer report number: 2916596-2022-10256.

Manufacturer narrative:
Manufacturer's investigation conclusion: initial inspection of the returned hm3 system controller, serial (B)(6), revealed that manipulating the power cables activated the power cable disconnect on the black power cable. The testing of the controller continued, and functional testing of the controller revealed slightly higher than normal resistance on the black power cable. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarm. Troubleshooting of the controller revealed current leakage on the black power cable. The black power cable was stripped down to the wire showing a damaged internal wire. A root cause of the reported event was determined to be a damaged power cable; however, the root cause of the damage to the power cable was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect, low voltage, and no external power. No further information was provided. The manufacturer is closing the file on this event.